Event description:
The customer reported via phone call that he changed out the sensor 2 times and could not get the cannula in. Customer mentioned that he had a blood glucose of 490 mg/dl and then it was up to 590 mg/dl. Customer treated with an injection last night. Customer mentioned that he has issues with the product not adhering when he sweats and with a no delivery alarm. Customer declined troubleshooting for the bent cannula at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.